Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to the patient having a clamp open on a supply line not connected to a solution bag. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 3. The technical service representative (tsr) reviewed the set up, and it was found that the home patient (hp) had an unused supply line clamp open. The tsr assisted the hp end therapy and advised to either perform continuous ambulatory peritoneal dialysis or starting over, and to inform the nurse of possible air exposure. During a follow up with the hp's caregiver (cg) regarding the alarm, it was revealed that the issue was resolved, and that it was their fault. Per cg, they discussed this event with the nurse, and confirmed that the hp did not have any injury or harm as a result of this incident. Per cg, there were no defects on the supplies. The cg stated that the hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.